Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping and pains in my lower abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hypoaesthesia ("numb/ tingling feeling in hands and feet"), paraesthesia ("tingling of extremity"), fatigue ("fatigue"), headache ("headache") and menstruation delayed ("missed menstrual cycle") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled for hysterectomy). At the time of the report, the abdominal pain lower, hypoaesthesia, paraesthesia, fatigue, weight increased, headache and menstruation delayed outcome was unknown. The reporter considered abdominal pain lower, fatigue, headache, hypoaesthesia, menstruation delayed, paraesthesia and weight increased to be related to essure. The reporter commented: patient said that the doctor will be removing the essure in 3 weeks. Concerning the injuries reported in this case, the following ones were described in patient's social media: hypoaesthesia, fatigue, weight increased, headache, menstruation delayed, abdominal pain lower, paraesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter was added. Case became incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.